Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an orthognathic surgery (maxillofacial), while drilling for the purpose of inserting a screw, an 8mm, 1.1 dia drill bit broke at the tip, leaving approximately 1.5mm in the maxilla of the patient. The head nurse of the operating room (or) was consulted and she determined that there was no adverse clinical affect. Surgeon used another drill bit of a similar kind and same part number to complete the procedure successfully with a delay of a few minutes and no consequence to the patient. No x-rays were taken to locate the broken drill bit tip. This report is for one (1) matric 1.1mm drill bit this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product codes: erl, hbe. DHR review was completed. Part # 03.503.248 synthes lot # u223417. Supplier lot # u223417. Release to warehouse date: 18 may 2015. Supplier: orchid unique. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.